Manufacturer narrative:
Block h6: imdrf code a050702 captures the reportable event of failure to cut. Imdrf code a150101 captures the reportable event of failure to deploy.

Event description:
It was reported to boston scientific that a suturing cinch was used in the esophagus during a fistula closure procedure on (B)(6) 2025. During the procedure, the cinch did not release correctly as it did not cut the thread. The procedure was completed with another suturing cinch. No patient complications were reported as a result of the event.